Event description:
Patient reported some infusion sets from the current box leaked insulin during bolus delivery (15-20 i.e). The infusion set self-adhesive became wet, and his blood glucose elevated to the 200-300 mg/dl range as a result. He changed the infusion set and delivered insulin via pen as a correction. The infusion sets were requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.